Manufacturer narrative:
The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was treated with three gore tag thoracic endoprostheses for a thoracic aortic aneurysm. It was reported that the pt had a proximal type I endoleak from an angiogram taken on or about (B)(6) 2011. The inner curve of the most proximal device was slightly unopposed to the wall of the aorta. On (B)(6) 2011, the physician intervened by implanting a gore tag thoracic endoprosthesis (tge454515) and the endoleak was resolved. Pt tolerated procedure.